Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the codman vpv programmer revised (823192r) incurred an "error: failure to set programming and overheat". It unknown under what circumstance this event occurred. No patient injury or surgical delay was reported.

Manufacturer narrative:
The codman vpv programmer revised (823192r) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the internal inspection did not confirm the reported issue. The programmer and transmitter were working properly; no error was found as per customer's report. Evaluation noted that if programming is performed on the high pressure then the head cooling error occurs; however, this is a normal error, and if the customer faces similar kind of error, then the transmitter has to be cooled down for 5-10 min and then the programming can be started again, as stated in instructions for use (IFU). Safety and functional tests were performed. Root cause analysis: the exact root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be "transmitter overheating".

Event description:
N/a.